Manufacturer narrative:
Pr (B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Material # unknown batch # unknown. It was reported by customer that needle broke off. Verbatim: rcc received a complaint via email. Email(s) attached notification only for takeda tw (B)(4) ¿ needle bent/broken/damaged. Product: gattex unknown if dosing or reconstitution needle involved bd syringe lot number(s): unknown bd part number: unknown. Takeda awareness date: 18apr2025 report received 18apr2025: patient reported he wasted one gattex vial when needle broke off, had to throw it away. Consent to contact reporter was no; therefore, no additional information can be obtained. Status: notification only country of origin: united states sample / photo availability: no sample or photos were provided to takeda. Ae: potential missed dose patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.